Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient feels shocking in her back near the ins pocket when she is charging and leans back. The patient does not feel this when the ins is off. It was reviewed this is probably a connection issue at the ins. The rep reported the impedances were normal. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient had overstimulation when she laid down and when she was charging. The rep reported that the patient tripped and fell at the hospital after being released from paddle lead implant. The rep reeducated the patient on turning down high-density programming if she felt overstimulation. The rep setup an appointment to see the patient at the clinic for further reeducation and also for an x-ray. The issue wasn¿t resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient was to turn off stimulation while charging as a work around. The rep reported that a workaround was provided and the patient still received shocks if she charged with stimulation was on. No further complications were reported.